Manufacturer narrative:
Analysis of the pump found a reliability non-conformance of the pump motor with gear train anomalies of corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Event description:
The devices were returned due to an elective replacement as the pump was nearing eri (elective replacement indicator), had no documentation of an allegation or a complaint and underwent routine analysis. Per the logs, the pump was infusing remodulin (10.0 mg/ml at 11.153 mg/day). The indication for use was noted as movement disorders. No patient symptoms were reported.